Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the guidewire could not be inserted smoothly into the lead. After several attempts the lead appeared damage. The lead was not used. The lead was disposed of by the hospital and is no longer available for return.